Event description:
It was reported that a spectrum iq infusion pump failed flow rate accuracy in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed flow rate accuracy" was not reproduced. The evaluation sent device to flow lines for flow testing at 40 ml/hr for 60 mins at 40 volume to be infused with the results of (B)(4) and passing error percentage of (B)(4). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6: type of investigation additional information/correction h11: a review of the event history log did not identify any abnormalities that could cause or contribute to the reported issue. A review of the service history identified that the device has been previously serviced but greater than 12 months. There is no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.